Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector causing the electrical components to be damaged and the error message was displayed. Nonetheless, a root cause could not be determined. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Additional information obtained identifies that reprocessing was completed as per the manual. Based on the results of the investigation, a root cause for the foreign material found in the auxiliary water channel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the event occurred before procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found e315 scope error occurred due to corrosion on the plug unit; the air/water cylinder had no color; switch one had a scratch; switch two was damaged; the plug unit had corrosion due to water leakage; the circuit board unit in the scope connector had corrosion due to water leakage; the up/down knob was out of the standard value due to wear of the angle wire; the jet tube had foreign objects; the illumination was poor due to breakage of the light guide bundle; the plastic distal end cover had a scratch; the adhesive on the bending section cover had a crack; image noise occurs and the image could not be seen due to damage of the charged coupled device unit; and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus they received an error code e315 scope detection failed on the colonovideoscope. There were no reports of patient harm.